Event description:
It was later reported that ever since the pump was implanted, there had been problems with it. In (B)(6) 2012, it was discovered that the pump wasn¿t working correctly.

Event description:
In (B)(6) 2012, the patient had the pump put in and it was working ¿really pretty good¿ and then ¿something happened in (B)(6)¿. The patient (and his wife) kept telling them that it was not working, and they were not getting any medication. The patient¿s wife stated that ¿he was almost in a coma one night here¿. The patient was noted to have had a nasty fall in (B)(6) 2012. A dye test was done in ¿maybe (B)(6)¿ and indicated the catheter was ¿either kinked or twisted or broken,¿ but the patient¿s wife did not remember exactly. The patient¿s healthcare provider (hcp) had the patient go back on the oral medication again. A back surgery was performed on (B)(6) 2012 because the patient had a type of arthritis that was affecting his walking. At that surgery, the hcp repaired the pump. The patient later clarified that their hcp had repaired the catheter. The medication used within the system was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).